Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Sc-1216 sn: (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was not working. The patient underwent an explant procedure.

Event description:
It was reported that the patients ipg was not working. The patient underwent an explant procedure. Addition information was received that the patient was experiencing inadequate stimulation despite reprogramming. No further information has been obtained.